Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation, the implantable cardiac monitor was found to be in backup-operation. A firmware download to restore the device was discussed but has not yet been performed.